Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed back up operation due to poor connectivity on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the rv lead. The patient was in stable condition.